Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the surgeon noticed that the loop of catheter could not curve and extracted it. After follow up with the customer to obtain detailed information of the event, it was stated that the catheter remained contracted and the doctor has not been able to straighten it. The problem occurred during use in the patient and the doctor had no difficulty to remove the device from the patient. The procedure was completed using another catheter. There were no patient consequences.

Manufacturer narrative:
The catheter was received in bwi for analysis. (B)(4). It was reported that during a procedure, the surgeon noticed that the loop of catheter could not curve and extracted it. After follow up with the customer, it was stated that the catheter remained contracted and the doctor has not been able to straighten it. The problem occurred during use in the patient and the doctor had no difficulty to remove the device from the patient. There were no patient consequences. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, a contraction test was performed and the catheter failed. The catheter was dissected and it was found that the puller wire was wrapped around the nitinol. The customer complaint has been verified. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.